Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not rotating was confirmed. An assessment was performed on the device which found excessive soap residue in the bearings, backend subassembly caused the failure. It was determined that the cause was corrosion which was clearly observed and is a typical result of insufficient cleaning. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a surgical procedure of the spine it was observed that the angle attachment device was not rotating the burr devices. The event occurred when the scrub tech was pre-loading the attachments on the back-table. It was reported that there was no delay in the procedure as an identical spare device was available for use. It was reported that there was no patient contact or patient involvement as the event occurred on the back-table. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.